Event description:
It was reported that the pt expired. It is unknown if the pt's death was attributed to the device. The date of the reported event is unknown. The device was implanted in 2008. No further info was rec'd.

Manufacturer narrative:
Device not returned.